Event description:
Pt reported heating and burning, of her battery when charging. She was only able to charge in 30 min increments. Pt was explanted on (B)(6) 2012, due to this issue. The heating issue was reported to st. Jude medical in (B)(6) 2012. Eon st jude was explanted due to heating.